Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and returned; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild charred detritus adhesion; the outer flow tubing open end appears damaged. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph procedure, "loss of efficiency" at 96,000 joules and 19:00 minutes of usage. The fiber was exchanged and the procedure completed. Patient outcome: "no injury to the patient was reported."